Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. It was noted that the clamp did not open or close. The instrument was disassembled and the tube collar on the handle assembly was found to be broken. This prevented the instrument to be connected and tested with the generator. This also prevented the opening and closing of the jaws. No conclusion could be reach as how the handle component was broken.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was disassembled and the tube collar on the handle assembly was found to be broken. This prevented the instrument to be connected and tested with the generator. This also prevented the opening and closing of the jaws. No conclusion could be reach as how the handle component was broken.

Event description:
It was reported that prior to an unknown procedure, during test, there was no function. Clamp arm did not move (open or close). Procedure was completed with same like device. No further information is available.